Event description:
The customer reported that the system locked up and when it was rebooted, images were missing. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.